Event description:
It was reported that a cartridge alarm 31 occurred during basal delivery with multiple cartridges. Customer's blood glucose level was 236 mg/dl. Reportedly, customer reverted to an alternate method of insulin therapy.